Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 748295, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that there was tissue irritation surrounding the cables so a revision was performed; a medical device site reaction was noted. The etiology as noted as being possibly related to the surgery and possibly related to the system. It was also noted that the event resulted in surgical intervention to prevent permanent impairment to a body function or body structure. The event was considered completely resolved on (B)(6) 2007. No further complications were reported/anticipated.